Manufacturer narrative:
It was reported that the brakes for transport chair are no longer engaging and unable to brake. Rear wheels appear to move slightly when brakes are engaged and the upper handles appear to be very loose. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the brakes for transport chair are no longer engaging and unable to brake. When in taxi cab the wheel chair won't stay in place as the brakes are not working. Still moves. The handles and part of the body of the wheelchair are loose and this is also unsafe.